Event description:
During the index procedure the physician used an admiral xtreme pta balloon catheter to post-dilate a lesion located in the popliteal to sfa of the right leg. The device was successful however it was reported that during treatment, a dissection occurred. Dissection was treated with a complete se stent. The investigator assessed that the event was not related to the study device but definitely related to the procedure. The patient recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: dissection. Conclusions: dissection.

Manufacturer narrative:
Investigator has assessed that the event was not related to procedure or drug. The dissection was also treated with an admiral xtreme pta balloon catheter in addition to the previously reported complete se stent.

Manufacturer narrative:
Correction: investigator reported that the event was definitely related to the procedure.

Manufacturer narrative:
The previously reported restenosis and thrombus of the of right sfa, which occurred 18 months post index procedure, was treated approx 11 days post restenosis/thrombus, and not 10 days later as previously reported.

Manufacturer narrative:
Approximately 16 months post the index procedure, stent occlusion event of the right sfa was reported. The occlusion was treated with an admiral xtreme pta balloon catheter and non-mdt stenting. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved. Approximately 17 months post the index procedure the patient suffered from occlusion/thrombus of the r.sfa (r-1). Event was treated with thrombolysis 2 days later. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved . Approximately 18 months post the index procedure, the patient suffered from restenosis/thrombus of the r.sfa. Event was treated with stenting of unknown brand and thrombolysis 10 days later. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved. Approximately 20 months post the index procedure, the patient suffered occlusion of the right sfa. Event was treated with thrombolysis. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved. Approximately 22 months post the index procedure, the patient suffered from occlusion/thrombus of the right sfa. Event was treated with an unknown brand of drug eluting of balloon thrombolysis one month later. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved. (B)(4).